Event description:
Per independent repair center statement the unit was alarming. The key failure was the pe valve was alarming. Additional malfunctions include the heat exchanger tubing was disconnected from the manifold valve.